Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual and a microscopic inspection were performed and detected a slit on the cassette film. No other damage was detected on the cassette hard plastic area. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record (DHR) of this product was reviewed and no non-conformances reports or other abnormalities were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The nurse of a peritoneal dialysis (pd) patient reported that the patient had encountered a fluid leak while performing pd treatment. According to the pd nurse the patient had reset with continuous ambulatory peritoneal dialysis (capd) supplies to complete the treatment successfully. Gentamycin and another unknown antibiotic were prescribed to the patient as prophylactic. Upon follow up with the patient it was determined that the patient had not experienced any adverse events as a result of this incident. The cassette/tubing set in question was returned for evaluation.